Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch ultramini meter would power off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged power issue began on (B)(6) 2013 at 9:30 p. M. It is not known what medications, if any, the patient takes to manage her diabetes. The patient mentioned she continued with her usual diabetes management routine in response to the alleged power issue. Thirty minutes after the alleged issue occurred, the patient stated she developed symptoms of ¿sweating, fainted, fell to the floor¿. Immediately after, the patient¿s sister treated the patient with ¿a shot of something¿ and some gave her some juice. The patient confirmed she felt better, thirty minutes, afterwards. The patient¿s blood glucose was not tested on another device. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. The batteries in the subject meter needed to be replaced based on the age of the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.